Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A delivery wire, coil were returned for this complaint. The delivery wire was inspected and no anomalies was noted. The coil interlocking arm was found detached from the rest of the coil, in addition it was not returned. The main coil was found kinked and stretched. Microscopic inspection of the delivery wire was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The coil interlocking arm was found detached from the rest of the coil, in addition it was not returned. Dimensional inspection of the delivery wire and main coil that could be measured were performed and were within specification.

Event description:
Reportable based on device analysis completed on 11aug2020. It was reported that the coil could not deploy. The target lesion was located in the left iliac artery. A 20mmx40cm interlock-35 was selected for use. During procedure, the coil was advanced through a 5f non-bsc angiographic catheter to enter the tumor. However, the coil could not be deployed. The procedure was completed with another of the same device. There were no complications reported and patient was stable post procedure. However, device analysis revealed a detached coil interlocking arm.